Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient mentioned that they already had an appointment with their doctor (hcp) on the 10th and hcp wanted to make sure that there will be a manufacturer representative (rep)  present. Patient mentioned that after they met with the rep for the implant to be reprogrammed (last (B)(6) 2022), they started to feel pain and shocking sensation. Although they were advised to stay on group c, they can feel the battery on their hip so the patient decided to go back to group b instead. For the past 2 days, patient mentioned that they've been dragging their legs already, their hips are hurting and they can't get far when they walk. Their hcp mentioned that the leads might've fell off. Agent sent a message to the field for visibility. Manufacturer representative (rep) responded they were aware of the appointment.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID 977c165 (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6) 2022; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.